Manufacturer narrative:
Device received unable to performe the displacement test due to cracked and bleeding lcd.

Event description:
The customer reported via phone call that lcd screen left bottom corner was completely black. Blood glucose was 160 mg/dl. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.